Manufacturer narrative:
The button error alarms were due to corroded keypad traces. There was no moisture damage found on electronics assembly.

Event description:
The customer's father reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was 400mg/dl. The customer treated the high with the pump. The customer states the alarm occurred right after the pump was exposed to moisture. The customer states they left the pump in the bathroom while the room was steamy, and a drop of water was noticed on the screen. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.